Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
On 16 september 2022, the distributor reported the additional information: the pump history was reviewed, and it was determined that the pump did not experience fast battery depletion. The pump battery depleted as expected. It was determined that an altitude alarm occurred. Medical device problem code 2885 removed.